Event description:
The complainant reported a patient, ethnicity unknown, in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported during impella placement the physician was unable to pull the 0.18 guide wire back across the aortic valve to start the pump. The physician made the decision to replace this impella and place a new impella. There was no patient harm reported, and this device was replaced.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the delivery issue has been completed. The cause of the issue was not determined since the product was not returned and clinical details provided were insufficient to determine a root cause. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ this report is being filed as part of a retrospective review of historical records.